Event description:
Reportedly, a ventricular fibrillation episode was not recorded in the device memories. The device was replaced early.

Event description:
Reportedly, a ventricular fibrillation episode was not recorded in the device memories. The device was replaced early.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200612 - file-2020-00775 - analysis_and_closure_report_resp-2020-00692.pdf].